Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements continue to be observed. The patient was seen in clinic and defibrillation threshold (dft) testing was performed and was successful. This product remains implanted and in service. The physician will continue monitoring. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) exhibited electrogram noise on the right atrial (ra) channel associated with inappropriate atrial tachy response (atr) mode switches and electrogram noise on the right ventricular (rv) shock channel. Subsequently, the patient presented to the emergency room five months later for an unspecified reason. Device interrogation revealed high out of range pacing impedance measurements on the ra and rv leads. A revision procedure was performed at which time, the device header was observed to be separated from the device case. The local field representative commented that the patient had been engaged in martial arts against medical advice and had received physical contact in the device area during training. At the time of the procedure, testing of the ra and rv leads revealed no anomalies and remained in-service. The device was successfully replaced. Additional information was received that this chronic rv lead and replacement ICD later exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead was surgically abandoned and replaced. The observations of oversensed noise and high pacing impedances continued, and now there were high pacing thresholds and low amplitudes reported. The rv lead was suspected to be fractured, so the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.